Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported that the device alarmed and shut down during preoperational testing. The manufacturer's field service engineer (fse) evaluated the device and reported the device would not power on. The fse replaced the power supply to correct the problem. The customer reported no pt involvement, no pt harm. The fse successfully performed all required performance verification tests in accordance with the service manual.